Manufacturer narrative:
The patient's prior pump exchanges are reported under MFR #: 2916596-2021-07354 and 0002916596-2013-00951. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. It was additionally reported that the patient was admitted on (B)(6) 2022 with elevated lactate dehydrogenase (ldh). The patient was placed on a heparin drip. There was no evidence of pump dysfunction or hemolysis. After continuing on the heparin drip, there was no improvement in ldh. The patient was not a surgical candidate for pump exchange due to frailty and poor social support. It was also noted that the patient had two prior pump exchanges. On (B)(6) 2022, the patient had computed tomography angiography (cta) which had findings of thrombus on the distal aspect of the inflow cannula. The patient was then transferred to the intensive care unit (ICU) for trial of tissue plasminogen activator (tpa). On (B)(6) 2022, the patient began having elevated pump powers and flow in addition to further increase in ldh. Heparin was resumed following 6 hours of tpa. By (B)(6) 2022, the patient had developed hemolysis. Ldh continued to rise over several days. The patient had progressive end organ dysfunction and required continuous renal replacement therapy (crrt). Palliative care was eventually consulted, and support was ultimately withdrawn on (B)(6) 2022. The patient's death was considered to be device related though the device operated as expected. The device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus and elevated pump power and flow could not be confirmed through this evaluation, as no images or log files were submitted for review, and the device was not returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hemolysis, multiple types of organ failure/dysfunction, including renal dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 1 "introduction" and 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 6 entitled ¿patient care and management¿ also outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.